Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, when trying to use the device, the needle disengaged from the thread. There was no patient involvement.